Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device, the wing nut was rotated and the anvil tilted normally but the device could not be removed from the pt. The instrument was removed by using a cutting device. And a permanent colostomy was set up. No significant bleeding occurred and the pt is in well current condition and has left the hospital.